Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10133 to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The loop of the subject device was detached from the coil sheath of the subject device. After combining the loop and the handle, omsc confirmed the operation. As a result, there was nothing abnormal found. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on the similar cases in the past, it was known that the user might be unable to release the loop because the loop was caught between the hook and the coil sheath after releasing the loop in the tube sheath for unspecified reason. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. Cross reference MFR. Report number: 8010047-2016-10006.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined.a supplemental report will be submitted, if additional and significant information becomes available at a later time. (B)(4).

Event description:
During a polypectomy, it was informed that the loop of the subject device could not be released. Therefore, the doctor cut the subject device with an unspecified method. The procedure was completed with a similar device. At a later date, the loop of the subject device was naturally excreted from the patient. No patient injury was reported. On december 7, 2016, omsc found that two subject device might be used during the procedure. This is the second of two reports.